Event description:
The customer contacted beckman coulter inc (bec) customer technical support (cts) to report a reagent pack test count discrepancy was noted on their standalone access 2. The customer calibrated a troponin reagent pack on the access 2 portion of the dxc600i and ran qc. Post calibration the reagent pack had 34 remaining tests. Per customer, the reagent pack was reloaded from the dxc600i and onto another instrument and the troponin reagent pack was calibrated. The pack was moved to this instrument and qc was run from the pack. Per customer only qc was run from the troponin pack and no patient samples for troponin and any other test were processed at the time of the misloaded pack was in use; hence no results were reported out of the laboratory. Cts determined, through troubleshooting, that the pack had been shared with the customer's other access2 system. System information was not provided by the customer. Service was not dispatched. Issue was resolved with normal troubleshooting with cts. User error is the root cause for this event.